Event description:
Customer reported her insulin pump alarmed battery out limit after a battery change. Customer's blood glucose is 300 mg/dl. The alarm cannot be cleared. The batteries were not out of the device longer than allowed. The alarm history did not show multiple battery out limit alarms. The full history could not be checked. Customer stated the act button has not been working properly. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected battery out limit. Insulin pump received with an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.